Event description:
Event description guidant received information that at a routine device follow up, this implantable cardioverter defibrillator (ICD) displayed a message upon interrogation - tachy mode change due to battery status. All lead measurements were within normal limits.